Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was further reported that the patient received assistance from their physician or company representative and their concerns were resolved. They had no further concerns.

Event description:
It was reported there was no stimulation sensation. It was logged the event or symptoms occurred the day prior to report. It was logged the patient turned off at night, and in the morning when trying to turn back on, it would not work. It was reported the patient was going to purchase new batteries for their patient programmer and it if did not work, they would call back.

Manufacturer narrative:
(B)(4).